Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the battery release contaminated, the ring bent, and the upper and lower case, two side bail covers, ring cover, lead flex cover, and battery drawer were broken.

Event description:
The device was returned to the manufacturer due to inclusion in the field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported.